Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they have pain in their lower teeth and a couple of them are looser than they should be, they have one tooth that looks like it is cracked and their one tooth that is the most crooked does not seem to be shifting into place and is sinking into their gums. Requested video of loose teeth, a photo of the tooth that they think is cracked for further review and provided oral discomfort tips. Also, requested patient to see dentist before continuing treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.